Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a basket wire broke and detached inside the patient. The detached basket wire was removed with forceps, and the procedure was completed with another trapezoid basket. There were no patient complications as a result of this event.

Manufacturer narrative:
Device code a0401 captures the reportable event of basket wire break.